Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary frequency. It was reported that they went in for an MRI about a week and a half ago and they could not get the device to communicate. Patient stated they put the device in MRI mode at home and when they arrived at the MRI facility they were unable to connect to the device. Patient said that when they arrived home afterwards they were able to connect. Reviewed emi in the MRI environment could potentially make it more difficult to connect and reviewed suggestion to move as far away from MRI room as possible. Patient said that MRI was rescheduled for today and was having difficulty connecting to implant. Agent instructed patient to first power off the communicator and the handset. Reviewed general use and patient did reposition several times and when directed to add a little gentle pressure to the communicator the patient was able to successfully connect to their implant. When asked, patient said hasn't noticed any changes to implant site. The troubleshooting steps that were taken on the call resolved the issue. Agent provided stim technical services phone number to provide to MRI technician should they have any challenges while at the MRI facility.